Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damaged and stripped threads on a tritanium window trial was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection confirmed the reported event, the threads of the trial were damaged. In addition, the overall condition of the device is poor as it has numerous scratches and gouges on the surfaces. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other similar events for the reported lot. Conclusions: the reported thread damage likely occurred over many uses over the service life of the device.

Event description:
It was reported during primary surgery the size 57 tritanium trial inserted was stripped off from the inserter handle.

Event description:
It was reported during primary surgery the size 57 tritanium trial inserted was stripped off from the inserter handle.